Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was above 400 and below 500 mg/dl with unspecified ketones, strong and fruity breath, abdominal pain, extreme drowsiness, extreme thirst, excess urination, nausea, symptoms of dehydration, vomiting, and confusion. The reporter noted the patient was hospitalized and treated with insulin via injection and intravenous fluids, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's basal history was appropriate for the programmed basal rates; however, the total daily dose basal history did not match the programmed basal rates for an unknown reason. This complaint is being reported because the reported health event was attributed to a device malfunction of unknown cause.

Manufacturer narrative:
Follow-up #1 date of submission 02/11/2016-product analysis: the device was returned and evaluated by product analysis on 02/04/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior or related issues. The total daily dose history was appropriate for the user programmed deliveries. A routine cartridge change occurred on (B)(4) 2016 at 21:59; deliveries resumed at 22:05. The last bolus delivery occurred on (B)(4) 2016 at 17:28. The last bolus delivery occurred on (B)(4) 2016 at 14:26. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack and damage to the battery cap were observed. A test cap was used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.